Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used 3-spring evacuator. Visual inspection of the sample noted unable to confirm the condition of the affected 3-spring evacuator due to only photos provided for investigation. Further functional testing could not be performed if only based on the attached photos. Therefore, the reported event is inconclusive due to poor sample condition. The labelling and instructions for use were reviewed for this investigation and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the new drain when you open them they have springs inside and are throwing blood out of the drain. This is a safety issue, as had several nurse voice concerns. Doctor also stated they had this same type of drains many years ago and had many issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the new drain when you open them they have springs inside and are throwing blood out of the drain. This is a safety issue, as had several nurse voice concerns. Doctor also stated they had this same type of drains many years ago and had many issues.